Manufacturer narrative:
B1 adverse event and/or product problem- correction. B5 describe event or problem - correction. H2 correction. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code change. It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 65 mg/dl and the bg meter was reading 400 mg/dl. The patient was wearing a tandem insulin pump. The patient mentioned attempting to calibrate her device but the patient¿s calibration entry was not accepted. The patient's insulin pump read 65 mg/dl consistently for 2 hours. The patient was asymptomatic. The patient went to the emergency room (ER) for evaluation. At the ER, the patient was treated with an insulin injection. It was not specified how long the patient was in the ER prior to being discharged. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 65 mg/dl and the bg meter was reading 400 mg/dl. The patient was wearing a tandem insulin pump. The patient mentioned attempting to calibrate her device but the patient¿s calibration entry was not accepted. The patient was asymptomatic. The patient went to the emergency room (ER) for evaluation. At some point during the event, the patient was treated with insulin (route and who provided this medication to the patient was not clarified). It was not specified how long the patient was in the ER prior to being discharged. No other event details were provided. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 65 mg/dl and the bg meter was reading 400 mg/dl. The patient was wearing a tandem insulin pump. The patient mentioned attempting to calibrate her device but the patient¿s calibration entry was not accepted. The patient's insulin pump read 65 mg/dl consistently for 2 hours. The patient was asymptomatic. The patient went to the emergency room (ER) for evaluation. At the ER, the patient was treated with an insulin injection. It was not specified how long the patient was in the ER prior to being discharged. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.